Event description:
It was reported that during an extended hyperglycemic event the user entered multiple meal announcements on the ilet to drive glucose down, and later elected to disconnect from the pump and transition to backup therapy pending trainer follow-up; the event was characterized as a user procedure issue involving the user interface and included education on appropriate use. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the event involved improper or incorrect method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.